Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 6mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Ruptures usually occur when something punctures or snags onto the device. Stenosis, tortuosity, and calcification can potentially cause issues therefore it is likely that the anatomy of the patient contributed to the creation of the rupture which led to the reported event.

Event description:
Reportable based on device analysis completed on 22mar2024. It was reported that the stent could not be deployed. The patient underwent a stent implantation in the 77% stenosed target lesion located in the mildly tortuous and mildly calcified renal artery. A 7.0mmx19mmx150cm, express sd was selected for treatment. During the preparation, the stent was flushed outside but could not be deployed. The device was removed and replaced for another of the same model to complete the procedure. No complications reported, and patient status was stable. However, returned device analysis revealed balloon pinhole.